Event description:
In november 2005, the facility contacted baxter customer service to report 2 meridian hemodialysis instruments not alarming when air went past the air detection system during start-up, prior to pt connection. The bloodlines being used at the facility were nipro (product code a211/v804) and/or medisystems (product code k3-9690-9792). No pt injury or medical intervention was reported in association with this incident.